Event description:
While inserting the lens, the doctor accidentally ruptured the posterior bag. He enlarged the incision to remove the lens. Two sutures were required, however, there were no consequences to the pt.

Manufacturer narrative:
See MDR 1920664-2009-00385 for the delivery device used with this lens.